Event description:
It was reported that during a drug-eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous left anterior descending (lad) artery. A taxus liberte' 3.5x16mm stent was advanced but did not successfully cross the lesion site. Upon removing the stent delivery system from the patient, the stent was found to be damaged. The procedure was completed with a different device. No patient complications were reported and the patient status is reported as good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).